Event description:
It was reported that the pump touch screen was dark and won't turn on. The customer experienced an elevated blood glucose (bg) of 558 mg/dl. Customer administered a correction injection to address the bg. The customer reverted to an alternate method in insulin therapy.